Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected and prepared according to protocol without any issues. The procedure proceeded with the ablation of the left pulmonary veins. However, when attempting to transition to the right veins, the ablation catheter experienced a spline inversion, which could not be corrected. Standard troubleshooting methods, including spinning the catheter in the sheath, were unsuccessful. Therefore, the catheter was removed from the body. Upon changing the configuration, the physician observed that the wire became difficult to advance and retract. A new catheter was then opened, and the procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation (a fib) procedure, a farawave catheter was selected and prepared according to protocol without any issues. The procedure proceeded with the ablation of the left pulmonary veins. However, when attempting to transition to the right veins, the ablation catheter experienced a spline inversion, which could not be corrected. Standard troubleshooting methods, including spinning the catheter in the sheath, were unsuccessful. Therefore, the catheter was removed from the body. Upon changing the configuration, the physician observed that the wire became difficult to advance and retract. A new catheter was then opened, and the procedure was completed without further complications. The device is expected to be returned for analysis. Additional information indicate that heparin was administered prior to the transeptal procedure. The act results before the event were recorded at 359. The physician utilized both fluoroscopy and ice imaging. The device will not be available for return as the catheter has been disposed of.